Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type : catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8591-38, lot# d11424, implanted: (B)(6) 2011, product type: accessory.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and dilaudid (unknown concentrations and doses) via an implanted pump. The pump's indication for use was non-malignant pain. The patient reported that the catheter line was "humped out" and was hurting him since (B)(6) 2016. The patient was discharged by his healthcare professional and didn't have a primary care physician at the time of the report. The event date is an approximate date. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.